Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken yaw cable at the yaw pulley. The cable was fully broken causing issue reported by the customer. Additional finding not reported: the instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of the thermal damage is attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was not giving a full range of motion, and it was not articulating. The procedure was completed with no reported injury.